Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01727. This report is being submitted as additional information. Approximate age of device (age of device:1 year, 1 month, 30 days) a direct correlation between heartmate ii lvas and the reported event could not conclusively be established through this evaluation. Analysis of the submitted log file revealed one transient power elevation on (B)(6) 2018. The pump remained above the low-speed limit and appeared to be functioning as intended. Multiple attempts for additional information regarding this event were sent to the customer and no further detail was provided. The hmii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the hospital and was experiencing an increase in lactate dehydrogenase (ldh). Intregrelin and heparin were administered. The patient was previously admitted for elevated ldh. No additional information was provided.